Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11-june-2026, it was reported by a sales representative via (B)(4) that an ar-4068-90 suture lasso's wire coating fell off during use. Noticed during a case, slight delay of approximately 5 minutes for doctor to retrieve coating that was in shoulder, and case completed with no patient effect.